Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasions noted at 11.5cm to 12.4cm from the distal tip consistent with lead friction to another device or feature of the patient's anatomy. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.